Manufacturer narrative:
H.6. Investigation: customer returned an image of a 1ml syringe polybag with a 0.5ml syringe on top of it. Patient would not normally use two types of syringes, so it is more likely that this syringe was packaged with the 1ml syringes in error. Based on all the investigation, we would justify that it is not possible within our process. Reviewed maintenance records, DHR records, could not determine any root-cause. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that 1 bd syringe 1ml 29g 12.7mm had incorrect labeling information. The following information was provided by the initial reporter : the consumer reported wrong content information (bd microfine insulin syringes 12.7mm 0.5ml - 324824).

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 1ml 29g 12.7mm had incorrect labeling information. The following information was provided by the initial reporter: the consumer reported wrong content information (bd microfine insulin syringes 12.7mm 0.5ml - 324824).